Event description:
It was reported that the patient experienced symptoms consistent with pacemaker syndrome and the device was found to be at elective replacement indicator early due high battery impedance. The device was reprogrammed and the patient symptoms subsided. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. High resistance/impedance was noted as high battery impedance resulted in elective replacement indicator (eri). Battery depletion was indicated as eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.